Event description:
It was reported that during a gastric bypass procedure, while firing the stapler for the third time on the stomach to perform a pouch, the stapler jammed and no matter how hard the surgeon tried the stapler would not open anymore. Using laparoscopic instruments and force he was able to withdraw the stapler from the stomach which led to injury of the stomach and the surgeon had to make a smaller pouch than intended using a new device to complete the procedure. On what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? Unk. What color cartridge was being used?unk. What other color cartridges were used before and after this event?unk. Was buttressing material utilized? Na. If so, which product? Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard?no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?no. Was there any difficulty removing the device from the tissue?yes.

Manufacturer narrative:
(B)(4). Idler gear. The analysis results showed that one ec60 device was returned in good visual condition and with a reload present. The reload was received partially fired and with several b-formed staples on the cartridge deck. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 2 and 3; therefore, no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.